Event description:
It has been reported to philips that the tempus ls failed to pace during preventive maintenance and displayed a defibrillator pacing module hardware failure message. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.